Event description:
The customer contacted philips healthcare to report that the optical switch on this defibrillator is "defective". The customer reported that there was patient harm, but did not specify the nature of the harm. The date of the event has not yet been reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.